Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were experiencing high blood glucose. Customer reported high blood glucose was 30.0 mmol/l which went down to 25.6 mmol/l during the time of incident. Customer stated they called due to light on his charger was showing flashing light. Customer stated he did not used auto mode feature at the time of insulin delivery. Customer declined to troubleshoot for high blood glucose. The insulin pump will not be replaced for analysis.